Manufacturer narrative:
This is the final report. The investigation concluded that the most probable cause is a customer misunderstanding of the bed's different detection levels.

Event description:
It was reported that the zone 2 of the integrated bed exit detection system of the bed was allegedly reacting as more permissive to movement then expected. There was no injury related to the event.